Manufacturer narrative:
This event is being reported late to the food and drug administration (FDA) as part of the corrective actions implemented under CAPA-32. It was reported to intuvie that the infusion pump pressure sensor was replaced; however, no additional information was provided. No patient or user harm was reported. A review of the device¿s serial number history revealed no similar complaints. The complaint could not be confirmed, and the probable cause remains undetermined. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the infusion pump pressure sensor was replaced; however, no additional information was provided. No patient or user harm was reported. A review of the device¿s serial number history revealed no similar complaints. The complaint could not be confirmed, and the probable cause remains undetermined.